Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer has a question about air bubbles in her tubing after she has worn the set for a few hours and how she can remove this. Customer was explained that there is a way and briefly informed her that she can disconnect for safely. Customer stated that there is no air bubbles as of now and declined to speak to helpline as of now.